Event description:
Per the information provided to co by the physician's office, the device was removed due to "infection". As reported to co the entire device was removed and not replaced. 05/22/97-upon receipt of the physician/surgeon's operative report, he stated..."one week following the procedure, the patient presented with complaints of fevers. Subsequent to that, he was admitted to the hospital for intravenous antibiotics. He continued to have intermittent fevers and chills. Subsequently, an area of his incision was opened up and drained of some purulent material. The patient presented for removal of his penile prosthesis.